Event description:
The pt was receiving morphine sulfate via baxter pca pump. The pt received 32.1 ml of a 25 mg to 1 cc morphine concentration over a two hour and forty-five minute period. The pt was found with respirations of four per minute. The pt was successfully resuscitated and transferred to the intensive care area for two days. The pt is stable at this time.